Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 30,700 joules of use. The procedure was completed using an alternate procedure (turp). Pt outcome: "no damage to the pt".

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.